Event description:
It was reported that the right ventricular (rv) lead showed t-wave oversensing when pacing. It was recommended to reprogram the lead for tip to coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.